Event description:
Patient was revised to address poly wear and osteolysis (left side).

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported polyethylene wear based on the provided information. Based on the investigation findings, the need to corrective action is not indicated. Dupuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.